Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-02350, 3006705815-2023-06417. It was reported that the patient was experiencing ineffective therapy since implant. As a result, the patient underwent surgical intervention during which the system was explanted.